Manufacturer narrative:
Product event summary - the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient felt fatigued. It was discovered that both the atrial and right ventricular leads were showing undefined impedance with no capture. The device was explanted and replaced. During the device changeout, the leads were disconnected from the chronic device and attached to the lead analyzer. Both leads were tested and pace/sense and impedance measurements were in normal range. The chronic leads were attached to the new device and remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092-58 lead, implanted: (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.